Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase on the right ventricle free wall for 30 seconds, a steam pop occurred. Cardiac tamponade was then confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Extended hospitalization was not required. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and steam pop related. The observed steam pop has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Transseptal puncture was not performed during the case. No error messages were observed on any bwi equipment. An impedance spike of 30-35 ohms occurred prior to the steam pop. The impedance cut-off was set to 50. The flow was set within standard settings for stsf catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2.5mm, 4 sec, tag size of 2. No additional filters were used. The color option used prospectively was time.

Manufacturer narrative:
It was reported that a 56-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a 56-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase on the right ventricle free wall for 30 seconds, a steam pop occurred. The investigational analysis completed 11/12/2019. The device was visually inspected and it was found in good conditions. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. An irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the shaft area. Irrigation tubing was found occluded with crystallized white material. However, no damage was observed on the tubing. Energy dispersive x-ray spectroscopy analysis was performed and the results revealed that the observed foreign material is primarily composed of sodium chloride (nacl). Saline solution can be pin pointed as potential source of origin. Force and deflection tests could not be performed since the catheter was dissected during the irrigation test. A manufacturing record evaluation was performed and no internal actions complaint were identified. The customer complaint cannot be confirmed. The root cause of the event adverse remains unknown. Saline solution cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. However, this cannot be conclusively determined. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).